Event description:
Prior to the procedure, the or staff checked the machine to verify proper function prior to bringing the patient back. The cath lab staff determined that the machine was not working correctly and had to be restarted. Once the machine was restarted, it worked correctly. In this particular case, there was a delay to the procedure caused by the machine not starting correctly. This issue is ongoing: staff reports that this device often does not start properly and either locks up or provides an error message. The standard work around is to restart the device.